Event description:
It was reported that a strut was broken and the chair would not hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.